Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70 serial #: (B)(4), description: linear 3-4 lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient had redness and swelling on both incision sites. The physician prescribed antibiotics however symptoms were bad thus patient was explanted. The physician said that infection was not device related and did not give any opinion if it was procedure related. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Event description:
A report was received that the patient underwent an explant procedure due to infection.